Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of occlusion alarm out of specification was not verified. Evaluation was unable to confirm or reproduce the reported symptom. No cause was identified and no parts were replaced in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected occlusion during testing (alarmed at 25.41 psi when set to medium). There was no patient involvement. No additional information is available.